Event description:
It was reported that during an unknown procedure, the surgeon was using the instrument and it was working fine. Then, in the middle of use, the top of the instrument jaw broke off into the patient. The surgeon then withdrew the instrument and removed the broken off piece. The surgeon was given a new instrument and the procedure continued as planned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the I-blade upper tip broken lifted and the jaw detached returned. The device was connected to the generator and it was recognized. Because the I-blade was damaged and the jaw detached, not all testing was performed with the generator. The condition of the blade and jaw prevented the functionality of the device. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I blade and jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.